Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator exhibited shock impedance measurements of greater than 125 ohms. Boston scientific technical services referred the patient to their clinic. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator exhibited shock impedance measurements of greater than 125 ohms. Boston scientific technical services referred the patient to their clinic. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.